Manufacturer narrative:
Investigation: visual inspection the following observations were made during the visual inspection: deposits in the pediatric prechamber. Permeability test: the test showed that the m.blue is permeable. Computer control test: the computer controlled test showed that the fixed opening pressure of the differential unit, at a reference flow rate of 20 ml/h in the horizontal position of the valve is 3.59 cmh2o. This is within the specified tolerance of 5 cmh2o ± 3 cmh2o. In addition, the gravitational unit of the valve was tested according to the standard procedure in the vertical position of the valve. With an opening pressure setting of 0 cmh2o in the vertical position, a pressure of 5 cmh2o +6/ -12 cmh2o is expected. The test showed the opening pressure of the gravitational unit, at a reference flow rate of 20 ml/h in the vertical position of the valve is 7.07 cmh2o. This is within the specified tolerance of 5 cmh2o +6/-12 cmh2o. Adjustability test: the m.blue was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the m.blue was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, slightly deposits were found in the m.blue. Results: based on our investigation results, we cannot identify functional deviation in the valve. At the time of the investigation, it is not clear to us how the mentioned functional impairment occurred. The questionnaire notes that a progav 2.0 adjustment instrument was used. We would like to point out that prosa or m.blue adjustment tools required. With the m. Blue, the pressure level can be set between 0 to 40 cmh2o, while the progav 2.0 can only be set from 0 to 20 cmh2o. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might be compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). From our point of view, no further regulatory actions are required.

Event description:
It was reported that a m.blue (#fx816t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in overdrainage and difficult to adjust. The patient underwent a revision procedure on (B)(6) 2021. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. No patient data were submitted.